Event description:
The surgeon was implanting an aq2003v model lens, but the haptic was damaged while being inserted. The lens was cut into pieces to remove from the eye. There was no patient injury. The facility indicated that it was due to the cartridge.